Event description:
A customer reported a delivery issue with replacement adc device, stating they received freestyle libre 14 day device instead of freestyle libre 2 device. The replacement device was issued as customer had reported scan error with event code. Due to delivery issue, the customer reported they experienced shaking and drowsiness. The customer was taken to a hospital where a blood glucose of "1-3 [mmol/l]" was obtained and the customer treated with glucose. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date the incident occurred is unknown. The date entered is per the customer report of "3-4 days ago", from the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.